Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer reported error 48100 and 32101 as recoverable fault on the universal surgical manipulator (usm) 2. The customer rebooted the system to recover the error and requested field service engineer (fse) support. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The customer changed out the patient side cart (psc) to another dv system. The procedure was robotically completed by converting to another dv system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The usm did not have any issues during visual inspection. The usm was installed on a golden system and the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) and passed testing. The acm pca component was inspected and no fault was identified. The complaint was confirmed based on failure analysis. The probable root cause is attributed to electrical issues of high side switch/power from the axis controller motor pca located on usm.